Event description:
After injection front needle had been missing (medical device complication) case description: this spontaneous report from another country was reported by a physician as "after injection front needle had been missing" and concerns a woman who was using penneedle (32g) taper needle due to type 2 diabetes mellitus. In 2006, the patient experienced the needle to bend during injection. The patient straightened the needle and performed a new injection. After the injection, the patient noticed that the needle was missing and she went to the hospital suspecting that the needle had broken off in her body. An x-ray examination did not reveal the needle. The patient had not experienced injection site pain and the reporting physician thus concluded that the needle was not in the patient's body. The outcome of the event was not reported.